Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. Treatment for the event was not reported. Seven days prior to receipt of this report the patient was recovered from this peritonitis event. Six days prior to receipt of this report, extraneal and physioneal therapies were discontinued. No additional information is available.